Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device delivered inappropriate anti-tachycardia pacing and multiple shock therapies for a supraventricular tachycardia. The multiple inappropriate shocks resulted in therapy exhaustion for the episode. The calling health care provider (hcp) and a boston scientific technical services consultant (ts) discussed that the episode electrograms (egms) appeared to show a 1:1 rhythm with rhythm identification (rid) programmed on in the device's ventricular tachycardia 1 therapy zone, which suggested that the rhythm must have been uncorrelated for the device to deliver therapy. Ts suggested reviewing when the rid template was last obtained. No additional adverse patient effects were reported.